Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04954. It was reported, the pt was no longer receiving effective stimulation coverage. X-rays revealed the leads had migrated. F/u identified the physician replaced the two leads with one surgical lead.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.